Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an inaccurate fill estimate was received. There was no reported impact to customer's blood glucose. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.